Event description:
I have used fixodent for more than 25 years, I began experiencing numbness, tingleness and loss of function in legs. I have had 2 surgeries. I have been diagnosed with nerve and spinal cord damage. Both surgeries were unsuccessful. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 1984 to present (approximately). Diagnosis or reason for use: denture adhesive. Event abated after use stopped or dose reduced? No.